Event description:
Patient, (B)(6) (age 83) had port placement on (B)(6) 2025. Received two rounds of chemo with no issue. Round 3 delayed due to other health issues. Oncologist offered saline. After a few minutes of starting the saline push through port, patient noticed swelling above the port. Saline was infiltrating into tissues around the port. Infusion of saline stopped. (B)(6) 2025 patient underwent a port check. Port check showed leakage of contrast at the hub and along the subcutaneous tract alongside the port catheter tubing. Finding is thought to represent a significant partial disconnection of the port catheter at the hub of the metal port deeming the port dysfunctional. On (B)(6) 2025, saline injection showed no obvious leakage, however, upon injection of the port with contrast, there was apparently contrast leakage again seen at the hub of the port catheter which was poorly visible; however, was readily visible with digital subtraction angiography (dsa) imaging. Given this finding, the tubing on the port was shortened and the indwelling metal port and tubing were discarded. A new metal port (6 french bard power port-slim) was attached to the shortening tubing in the tunnel tract and was secured to the metal port with the plastic cover. The port was then replaced within the port pocket. Repeat contrast injection with dsa imaging showed no contrast extravasation. The port pocket was then closed with a running stitch of 4-0 vicryl absorbable suture. Tissue glue (dermabond) was also applied at the port incision site. "Impression: revision of the right chest port with removal of the indwelling port and which was apparently dysfunctional. A new 6 french bard power port was placed and re-attached to the indwelling port catheter tubing. The final dsa contrast injection showed good patency of the port with no contrast extravasation identified. Thus, the port may be utilized immediately". Right chest port check was performed and shows contrast extravasation at the hub of the port likely due to a partial disconnection of the port catheter tubing at the hub of the metal port.